Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1201 mg/dl, stopped breathing, and a high ketone level identified as dangerous by healthcare provider. Customer believed the non-tandem infusion set was the cause; however, customer removed infusion set and bg was still rising. Ultimately, the cause of elevated bg was unknown. The customer was transported via ambulance to the emergency room and was subsequently hospitalized in the intensive care unit. Customer required cardiopulmonary resuscitation (CPR) prior to arrival to the ER. Additionally, bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved; however customer sustained vision loss in one eye, and brain damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.